Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an issue where the scope image went black during procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residues in the air/water channels and the air/water cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable root cause of the complaint " the scope image went black" could not be identified. The most probable cause of the complaint "white residues in the air/water channels and the air/water cylinder" was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.